Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("irregular bleedings / abnormal uterine bleeding, gradually after sterilization") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy partial (removal due to hyperthyreosis (left lobe)) in 1999, thyroidectomy partial (removal due to hyperthyreosis (right lobe)) in (B)(6) 2018, hyperthyroidism and appendicectomy (appendectomy from gridion incision). Concurrent conditions included psychotic depression, menorrhagia, menometrorrhagia, hypothyreosis and psychotic depression (sick leave until (B)(6) 2018 (received ect therapy) [interpreted as electroconvulsive therapy]). Concomitant products included levothyroxine sodium (thyroxin). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced weight decreased ("loss of weight during spring 2017"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menses, gradually after sterilization"). The patient was treated with surgery (hysterectomy for abnormal uterine bleeding). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, weight decreased and menstruation irregular outcome was unknown. The reporter considered uterine haemorrhage and weight decreased to be unrelated to essure. No further causality assessment were provided for the product. The reporter commented: essure removed at the patient's request (patient related events to essure). No follow-up post device removal. Essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy for abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 28-jun-2018 for the following meddra pt (excluding this case): uterine haemorrhage: 209 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("irregular bleedings / abnormal uterine bleeding, gradually after sterilization") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy partial (removal due to hyperthyreosis (left lobe)) in 1999, thyroidectomy partial (removal due to hyperthyreosis (right lobe)) in (B)(6) 2018, hyperthyroidism and appendicectomy (appendectomy from gridiron incision). Concurrent conditions included psychotic depression, menorrhagia, menometrorrhagia, hypothyreosis and psychotic depression (sick leave until (B)(6) 2018 (received ect therapy) [interpreted as electroconvulsive therapy]). Concomitant products included levothyroxine sodium (thyroxin). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced weight decreased ("loss of weight during spring 2017"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menses, gradually after sterilization"). The patient was treated with surgery (hysterectomy for abnormal uterine bleeding). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, menstruation irregular and weight decreased outcome was unknown. The reporter considered menstruation irregular, uterine haemorrhage and weight decreased to be unrelated to essure. The reporter commented: essure removed at the patient's request (patient related events to essure). No follow-up post device removal. Essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy for abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.